Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that after discharge from the hospital, their chest was jumping all over the place and the patient had to go back to the emergency room. They tried to turn down the lead, but nothing would stop the jumping sensation. The lead was turned off and remains in implanted in the patient. No further patient complications have been reported as a result of this event.